Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4-5. A triclip xtw was prepared per the instruction for use (IFU), was inserted without issues, and placed on the tricuspid valve. However, while attempting to deploy the clip, after half of the lock line was removed, resistance was encountered. It was observed that a knot in the lock line occurred and was pulled into the clip delivery system (cds). While pulling harder on the lock line, the lock line was able to be completely removed. The clip remained closed and was able to be successfully deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported knot on the lock line. The reported physical resistance removing the lock line appears to be due to the knot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4-5. A triclip xtw was prepared per the instruction for use (IFU), was inserted without issues, and placed on the tricuspid valve. However, while attempting to deploy the clip, after half of the lock line was removed, resistance was encountered. It was observed that a knot in the lock line occurred and was pulled into the clip delivery system (cds). While pulling harder on the lock line, the lock line was able to be completely removed. The clip remained closed and was able to be successfully deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.